Event description:
The customer states that one patient sample generated clinical chemistry magnesium assay results of 2.5 and 1.8 mmol/l on one of the architect c8000 analyzers in the lab (these results were not reported from the lab). The sample was tested on another c8000 analyzer for verification and generated a result of 0.7 mmol/l three times. Two days later, the customer began noticing that control results were reading out of specifications on the analyzer that generated the elevated magnesium results. The abbott customer technical advocate suggested a number of troubleshooting procedures to try. There is no impact to patient management reported.

Manufacturer narrative:
The customer replaced the on-board solutions, but did not resolve the issue. The customer then replaced the sample probe, and all magnesium control results were within expected ranges. The complaint text does not document how long the sample probe had been installed on the analyzer. The complaint text notes that the customer reported no additional discrepant magnesium assay control or patient results since the sample probe was replaced.the architect system operation manual (c8000; 96211-107) was reviewed and was found to contain adequate information on the probable causes and corrective actions for erratic photometric results; the magnesium package insert (30-4211/r1) was also reviewed and was found to contain sufficient information to also address the customer's issue.the service and complaint history review found no additional incidents of c8000 generating discrepant results since the customer replaced the sample probe. No adverse trends were identified for the architect c8000 analyzer generating discrepant magnesium results.the most probable cause of the elevated magnesium control and patient results was a malfunction of the sample probe. The actual cause of the discrepant magnesium results could not be determined with the information available. Based on the available information, no deficiency was identified for the architect c8000 analyzer list no. 01g06-01 related to the issue under investigation. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.